Event description:
During a laparoscopic procedure the light source on a stryker tower inadvertantly shut off during the surgery. After a few moments of confusion the device was turned back on and the case continued until completion with no reported patient harm. After the case the unit was sent to biomed for evaluation with a note saying a nurse had bumped the unit while controlling another device, but it should not have been hard enough to shut off unit. The light source was tested extensively in biomed and no problem was found.====================== health professional's impression======================after further investigation in conjunction with the surgical department it was found that our towers were originally set up in two differing formations, one for laparoscopy and one for arthroscopy, which could have caused confusion as to which device was being controlled in the low light enviroment of the or suite. Biomed in conjuntion with the surgical department has now standardized the tower layout.====================== manufacturer response for light source, stryker======================manufacturer representative also noted varied arrangement of towers and suggested standard arrangement.